Event description:
The patient was brought to the ccl for progressive angina symptoms. The physician wired the lesion and an ivus catheter was placed which revealed possible fresh thrombus, therefore, the physician performed a thrombectomy, successfully removing thrombus material from the svg. The physician then placed the taxus stent without any resistance or difficulty. The scrub tech pulled negative and inflated to 6 atms, the balloon was not inflating. It was then noted the distal edge of the balloon starting to inflate so the physician dialed the inflation device up to 9 atms with no balloon inflation and then dialed up to 14-15 atms which inflated the balloon suddenly. The stent was well apposed and positioned. The balloon would then not deflate. The physician then disconnected the inflation device and used a new one with only saline, no contrast in it. The balloon would not deflate with multiple attempts to pull negative, dial up to rupture and back down. A 50-cc syringe was used to pull back on the catheter in an attempt to deflate the balloon but was unsuccessful. The physician tried to advance a rotablator wire through the lumen of the balloon port and was not able to advance to the balloon. Five-six minutes of the balloon being inflated had passed and the patient was complaining about chest pain, with st depression, and increase in pa pressures. The physician pulled the guide catheter up to the balloon to try to bring the balloon into the guide catheter and out of the body, but the luer lock broke off of the balloon catheter. The physician then attempted to snare the balloon in an attempt to rupture the balloon and used around 20 wires in an attempt to rupture the balloon. The patient was intubated and put on an IV dopamine and IV levophed drip. An iabp was placed. The guide catheter was advanced to the balloon; the physician pulled back hard and the balloon catheter broke. The inflated balloon and 10-15 mm of catheter shaft remained in the patient. CPR was started and then peripheral bypass was started. A 4.0 maverick balloon was inflated inside the taxus stent and then ruptured the balloon. (Prior to this cutting balloons were used the same way in an attempt to rupture the balloon.) There was flow through the artery again. Ivus confirmed the catheter and the ruptured balloon were inside the svg. Thephysician then placed in an overlapping fashion, jomed stents from the distal svg to the ostium. Good flow was seen throughout the artery. Bedside echo showed the ef had decreased from 30% to 15-20%. The patient was eventually weaned off of peripheral bypass after 1.5 hours of requiring it and was transferred to the unit. The pt's blood pressure started to drop and the decision was made with the family present to withdraw all life support. The patient was declared dead at 0130.